Manufacturer narrative:
Sophysa was unable to perform a quality analysis of the device as it was discarded by the hospital. A review of the sterilization lot file showed than nothing abnormal was detected in the sterilization load. The bioburden testing performed on the sterilization lot was found compliant with international standard nf en iso 11737-1. A review of the initial contamination data covering the manufacturing period (october/november 2017) remains within expected specifications. In addition, information received from the user facility indicates that the two isolates (csf and digestive carriage) belong to the same strain. It should be noted that the enterobacter strain are more likely to originate from intestines. We can hypothesize that the infection first appeared in the digestive carriage and not the csf. This was confirmed by the initial reporter during our follow-up with the user facility. She confirmed that the intestinal origin of the infection was privileged by their experts. The use of a shunt system in case of established or suspected infections in any part of the body is contraindicated, as described in the IFU of all our valves.

Event description:
The patient was implanted with a complete csf shunting system on (B)(6). He developed the first signs of postoperative infection on (B)(6). The device was explanted on (B)(6) and replaced by an external ventricular derivation. The patient suffered from a septic shock and developed an enterobacter cloacae esbl meningitis and a digestive carriage. He was prescribed a 6-weeks antibiotic therapy.